Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual and x-ray inspections of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
Related manufacturer reference number: 2017865-2021-32632. It was reported that the patient presented for implant of the right atrial lead. The lead helix was deployed; however, the physician was unable to fix to the atrium. A replacement lead was obtained, however the issue persisted. Finally, a third lead was used to successfully complete the procedure. There were no patient consequences.